Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation and deflation difficulties were unable to be replicated in a testing environment due to the condition of the returned device. The difficulty removing the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties inflating/deflating the device or patient effects however difficulties removing the device and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effects of angina and occlusion, as listed in the rx trek instructions for use are known patient effects that may be associated with use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure to treat the saphenous vein graft (svg) to circumflex (cx) artery, the trek dilatation catheter was advanced over a non-abbott filter guidewire. The trek dilatation catheter balloon was inflated, but did not fully inflate. The physician deflated the balloon, and the balloon fully deflated. The device was re-inflated and fully inflated. After pre-dilatation was performed, an attempt was made to deflate the balloon; however, the dilatation catheter balloon did not fully deflate. The patient experienced angina due to the inflated balloon. All devices were removed as a single unit, and when the devices reached the descending aorta, the physician inflated the trek balloon until the balloon ruptured. All devices were then removed from the patient anatomy. No reflow was noted in the circumflex artery. A prowater guide wire was advanced through the same guide catheter and reflow was re-established. Two unspecified stents were implanted. The patient received verapamil, nitroglycerin and integrilin to treat the angina and the no flow. Post procedure, the patient continued to experience angina and was placed on a nitroglycerin drip. The patient is in stable condition. No additional information was provided.